Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. This is 2 of 2 reports of medical intervention that occurred two separate times. Please see related records (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Date of event is an approximation. The patient experienced inaccurate cgm values which occurred on an unspecified day after the sensor was inserted into the abdomen. On (B)(6) 2024, the patient was ¿feeling sick¿, and tired. This was the 2nd event that happened with the same sensor. The patient's bg levels were "high", but no specific cgm/bg comparison could be recalled for this event. However, the patient was alleging that cgm was inaccurate. The patient was taken to the emergency room (ER) by his mother. The patient was treated with IV fluids. The patient also had blood work done. The patient was in the ER for approximately 6-7 hours before being discharged home. The patient was fine at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.